Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
There is no complaint regarding the functionality of the device. The device was not returned to boston scientific for analysis, and the complaint as reported could not be confirmed. A review of the device history record (DHR) showed that the device met all specifications prior to shipment. No manufacturing deviations were identified that could have contributed to the reported event. Therefore, in the absence of device return and analysis the likely root cause could not be established. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. No additional information is available at this time.